Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a leg revascularization procedure involving the trailblazer support catheter, the physician encountered severe calcification in the superficial femoral artery. Severe resistance was encountered when advancing the device. The physician experienced removal difficulties as the catheter became stuck and could not be removed. Upon applying additional force, the catheter broke. The physician successfully snared the catheter, ensuring nothing was left behind in the patient, and confirmed there was no vessel damage. The procedure was completed using a new medtronic device, resulting in only a minimal delay of a few minutes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the device did not pass through a previously deployed stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.